Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device evaluation summary: upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor memorygel breast implant 255cc, catalog # 3507255mc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 255cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with unspecified mentor gel implants on (B)(6) 2018. This report contains supplemental information for mentor psr reference number (B)(4). This report is a duplicate of mrn: 1645337-2019-19945.